Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient was pre-operatively diagnosed with lumbar spine issues and underwent global lumbosacral spine decompression and fusion. As per op-notes,¿ once the screws were placed, it was determined to do a posterolateral fusion. We then decorticated the transverse process and lateral facet joints autologous bone was placed in this area and supplemented with a small portion of rhbmp-2/acs.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.